Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia, with a lowest documented blood glucose of 54 mg/dl following a late meal and subsequent overnight correction activity noted around midnight. Symptoms included low blood glucose requiring treatment. Outcomes included recovery with oral rapid-acting carbohydrates without third-party assistance, no alarms or alerts, and no hospitalization. Investigation included review of device data and user logs as part of troubleshooting and education. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemic event remained unclear. It was concluded that the event was user-managed with education provided and that no device-related failure was confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.